Event description:
A customer reported that the unicel dxc 800 pro synchron chemistry analyzer generated one (1) erroneously low glucose (glucm) result of 12 mg/dl. Repeated testing on an alternate instrument yielded a higher result of 125 mg/dl, which was reported out of the lab. Patient treatment was not affected in regard to this event as the customer retested the sample and verified the result prior to reporting.

Manufacturer narrative:
Sample collection and centrifugation information were not provided. No problems were noticed with calibration and qc prior to the event. Calibration performed after the event failed with back to back span error. Customer performed a cc side sample probe cleaning and was then able to calibrate successfully. Root cause appears to be due to a dirty cc side sample probe.